Event description:
It was reported that the 8100 fails patient side occlusion test. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue of device 8100 failing the patient-side occlusion test could not be identified during the customer call. Tech support advised biomed to compare the analog sensor test for verification. Based on the findings, tech recommended replacing the pressure sensor. Biomed confirmed they will proceed with the replacement. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.